Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred; cause was not known. Customer disconnected from pump and "insulin spewed out of the end of the tubing" while the pump was still suspended. Customer's blood glucose was 150 mg/dl. Customer reverted to using manual injections for insulin therapy.